Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system on-site and confirmed the equipment does not turn on. Upon troubleshooting, fse identified an issue with the hospital's power supply, which had impacted the chiller fuse. To resolve the problem fse replaced chiller fuse. After replacing the chiller fuse, the system was returned to use in good working order. After some day on 11th february similar issue happened and to resolve this fse replaced faulty switch. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product, it happened for hospital power outage, which had impacted the chiller fuse. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.